Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced no co2 flow in low and medium modes during an appendectomy therapeutic procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. . The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust inside the device. A root cause could not be identified. Based on the results of the investigation, the phenomenon was not reproduced. Therefore, we could not presume that the cause of occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.